Manufacturer narrative:
"The patient was out walking when the plastic front fork to the right wheel broke and fell off. No harm. Material fatigue. The warranty on the walker went out 16-04-25". The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in, (B)(6).

Event description:
"The patient was out walking when the plastic front fork to the right wheel broke and fell off. No harm. Material fatigue. The warranty on the walker went out 16-04-25". The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in, (B)(6).